Manufacturer narrative:
Technician asked the account to clean the hi/lo drive screw. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the hi/low was drifting. No pt impact.